Manufacturer narrative:
Conclusion: (device related): data analysis performed by staar (B)(4) determined that the performance of the preloaded injector system degraded with aging after sterilization and this is more frequent in low diopters (12.5d-16.0d). In addition, the mechanism of the irregularity (lens does not travel as intended) was identified. The key findings was the nature of the lens per different diopter sizes. The low diopter lenses (12.5d-16.0d) contact more on the bottom and ceiling of the cartridge compared to the medium and high diopter lenses. Therefore, it is concluded that the root cause of this nonconformity is the design of the product. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Diopter 22.00. (B)(4). Method: method evaluation device: device work order search. Results: evaluation result: a device work order search was performed and (B)(4) similar complaint was found within the work order. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Device was not returned.

Event description:
The reporter indicated that the surgeon used a ks-ni2 preloaded injector, aq310ain 22.0 diopter. When handling the rod, the lens rotated irregular the other way in the injector. The lens got warped. There was no patient contact.